Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that when they first got the device they could not help themselves and had to increase the amplitude and it would shoot pains down their leg and it was awful and uncomfortable and the patient could not get it comfortable. When the patient put the amplitude back down it was like patient did something wrong and patient needed to not go above that. They thought that's what happened to them before they went to the point where patient felt anxious all the time and ramped up the amplitude. They understood that could cause return of symptoms if amplitude was too high. They then said maybe if patient had a support system back then patient might have kept the device because patient would have learned a little bit more about how it worked. They went through the process of having the device replaced. See related event: (B)(4) -current device.